Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy, bearing failed and broke and pieces fell into the patient, and the surgeon had to retrieve the pieces out of the patient. It was also reported that there was no additional intervention performed and no fragments left inside patient and also the procedure was completed with backup product(s).

Manufacturer narrative:
H3: analysis was not performed because the device was not returned as device was lost if the product received in future, the pe will get reopened and processed accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the that there was no patient or staff impact.